Event description:
A report was received that during a reprograming session an error code was observed. The patient mentioned having a difficult time communicating with the implant and seeing the same error code in the past. The error code could not be cleared by a field clinical engineer and it was recommended that the patient have the ipg replaced.